Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It is reported that the user stopped hearing with the device after being afflicted with malaria.

Event description:
It is reported that the user stopped hearing with the device after being afflicted with malaria. There is no trauma reported. A surgical re-insertion of the active electrode array is planned after covid emergency as the electrode array was found partially migrated from the cochlea. No non-emergency appointments however are being made at this time.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A re-positioning of the active electrode is intended, however no date has been scheduled for the surgery.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition a partial migration of the active electrode out of cochlea was confirmed at the time of explantation. The recipient report matches the damage found during investigation. This is a final report.

Event description:
It is reported that the user stopped hearing with the device after being afflicted with malaria. There is no trauma reported. The user was re-implanted.